Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on september 09, 2016. (B)(4).

Event description:
End user reported "noticeable black content crystals." The product was not used by the end user.

Manufacturer narrative:
A batch record review found no discrepancies related to this complaint. Process checks and quality checks were performed with acceptable results. Quality assurance reviewed the record, approved and released the product for distribution. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).